Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report #3005099803-2011-04113 addresses the first extractor balloon, manufacturer report #3005099803-2011-04114 addresses the second extractor balloon, manufacturer report #3005099803-2011-04115 addresses the third extractor balloon, while manufacturer report #3005099803-2011-04116 addresses the fourth extractor balloon. It was reported to boston scientific corporation on (B)(6) 2011 that three extractor rx balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed (B)(6) 2011 and one extractor rx balloon used during an ercp in the cbd on (B)(6) 2011. According to the complaint, during the procedure, the patient was being treated for "one large, hard" stone within the cbd. The stone was estimated to be 2cm in size. It was reported that there were no abnormal anatomical features noted. During the ercp procedure the balloon was positioned within the patient, and inflated. The balloon was not able to be seen under fluoroscopy and was assumed to have burst and was discarded without inspection. This happened another two times with two other extractor balloons. The procedure was aborted and the decision was made to complete the procedure on (B)(6) 2011. On (B)(6) 2011 another attempt was made to retrieve the stone with an extractor balloon; however the balloon became un-seeable on fluoroscopy and assumed to have burst like the other three balloons. Upon inspection of the device it was noticed that the distal tip of the balloon had broken off. Using spyglass, it was noticed that the four balloon tips were located above the stone. Lithotripsy was then performed to break apart the stone and an extractor pro balloon was used to remove the stone fragments as well as all four balloon tips. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of balloon distal tip detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.